Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) plus blood collection tubes, there was 1 tube with damage to the hemogard cap. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. A visual examination of the photos revealed damage to the hemogard closure. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged cap. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) plus blood collection tubes, there was 1 tube with damage to the hemogard cap. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Additional email address e1: initial reporter e-mail: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.